Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9242381. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients lead was protruding through the skin. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The report of ¿lead protrusion¿ was not able to be confirmed. Confirmation of lead erosion through the patient¿s skin cannot be confirmed with product testing. Visual inspection of lead a found it was returned complete. Analysis of lead a found some explant damage to the outer tubing; however, despite any damage the device passed continuity resistance and isolation resistance testing.